Event description:
A break in the retention dome during traction removal. The indwelling period was 182 days.

Manufacturer narrative:
The complaint of the retention dome detaching during removal (separation of the dome and feeding tube) is confirmed. Gross and microscopic examinations show the retention dome has completely separated from the od of the feeding tube. A chr of lot # hurj1535 showed no other product complaints from this lot number.